Event description:
It was reported the customer experienced high blood glucose levels. Customer disconnected from the pump and delivered an injection to stabilize her blood glucose level. Basal rate has recently been lowered by 14% by health care professional. Customer went through troubleshooting with tandem technical support and passed delivery system check. Customer reported there was vein interference at site placement.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.